Event description:
Caller reported tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm and arranged to replace the pump. Customer was advised that they would receive a replacement pump with updated software and acknowledged the steps to take upon its arrival. The customer was also instructed to use mdi therapy as a backup and to return the problematic pump to tandem.